Manufacturer narrative:
This report is the result of a retrospective review of previously unreported complaints from (B)(6) 2017 to (B)(6) 2020.

Event description:
A customer reported that a beaver® and edgeahead safety sideport mvr knife was received with the protective shield of the safety knife retracted, therefore exposing the blade. There were no reports of patient or user injury for this event.